Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and high capture thresholds. The noise was visible in non-sustained right ventricular oversensing episodes. The lead remained implanted. No further information could be obtained.

Event description:
New information received states that the patient presented in clinic for routine follow up. High capture threshold and loss of sensing was noted on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Reportable event should be updated to serious injury which was missed in previous follow up report.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.